Manufacturer narrative:
(B)(4). Correction: patient age. We are currently endeavouring to obtain further information from the customer with regard to the complaint. We will provide a follow up receipt upon completion of our investigation.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information from the customer with regard to the complaint. We will provide a follow up receipt upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed two cracks on the returned complaint chamber, one to the left of the bracket and the second under the bracket. Both cracks extend along the base fo the chamber dome and present with stressmarks. A lot check revealed no other complaints of this nature for this lot number. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The stressmarks indicate that the chamber has been subjected to some form of impact. It is likely that the complaint chamber sustained the reported damage post-production as a result of accidental impact during transportation or storage of the device. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. (B)(4).

Event description:
A hospital in (B)(6) reported that three mr290 vented autofeed humidification chambers were leaking during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that three mr290 vented autofeed humidification chambers were leaking during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that three mr290 vented autofeed humidification chambers were leaking during use. No patient consequence was reported.